Manufacturer narrative:
Continuation of d10: product ID 977a260. Serial# (B)(6). Implanted: (B)(6) 2024. Explanted: (B)(6) 2025. Product type lead. Product ID 977a260. Serial# (B)(6). Implanted: (B)(6) 2024. Explanted: (B)(6) 2025. Product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received regarding an implantable device. The manufacturer representative (rep) reported that the lead migrated and was dislodged. There was a loss of therapy and communication issue while recharging. The patient (pt) hasn't been able to recharge and during removal battery seemed flipped and leads twisted and tangled. The issue was resolved. Additional information was received from the manufacturer representative (rep) . It was reported that the providers believed the issue was partially the patient was fiddling with the device. Once they stated to remove it our explanting provider noticed many incorrect things done from implanting provider since patient came to them recently. It was not 100% determined but was assumed to be the way the implanting provider implanted the device and the patient moving the ipg internally to try and get better charging coverage. The rep removed the whole system and planned on sending it back after they get access to mpxr. The device is in the process of getting returned.

Manufacturer narrative:
H3: analysis of the ins (B)(6) the implantable neurostimulator (ins) passed functional testing. Analysis of the lead 977a260 serial# (B)(6) identified that the outer insulation of the lead was twisted. Analysis identified that the {x} conductor(s) was/were broken; {x} cm from the {distal/proximal} end of the lead. Analysis of the lead 977a260 serial# (B)(6) identified that the outer insulation of the lead was twisted. Analysis identified that the {x} conductor(s) was/were broken; {x} cm from the {distal/proximal} end of the lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Device evaluation.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Section d references the main component of the system. Other medical products in use during the event include: brand name vectris surescan; product ID 977a260 (B)(6); product type: 0200-lead; implant date (B)(6) 2024; brand name vectris surescan; product ID 977a260 (B)(6); product type: 0200-lead; implant date (B)(6) 2024. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient (pt) who was implanted with an implantable neurostimulator (ins). It was reported that the patient had an x-ray today and it revealed that the neurostimulator was twisted and upside down. Today, during implant system removal the lead was twisted and pulled down as well. Rep said patient started having issues with recharging the implant the past couple months.